Event description:
A user facility reported to olympus that the image was of poor quality and an error code was displayed upon connection. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not reproduced. The evaluation findings are as follows: the returned device failed the leak test due to a puncture on the cable; chipping on the rear packing cab noted; rear cover label faded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the poor image quality and error code could not be determined. Olympus will continue to monitor field performance for this device.